Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) had battery depletion (bd) code emitted. Boston scientific technical services (ts) consultant reviewed potential for false positive bd alerts due to magnet exposure. Furthermore, this s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) had battery depletion (bd) code emitted. Boston scientific technical services (ts) consultant reviewed potential for false positive bd alerts due to magnet exposure. Furthermore, this s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) had battery depletion (bd) code emitted. Boston scientific technical services (ts) consultant reviewed potential for false positive bd alerts due to magnet exposure. Furthermore, this s-ICD was explanted and replaced. No additional adverse patient effects were reported.